Manufacturer narrative:
(B)(4).

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a legal attorney reported that between (B)(6) 2013 and (B)(6) 2014, the patient's pump was either placed backwards (upside-down) or flipped in the interim. When the patient went to have her pump checked on (B)(6) 2014, it was unable to be refilled because it was backwards; the pump was still functioning. Product was not returned.

Event description:
It was reported the managing physician had difficulty filling the pump during a refill on (B)(6) 2014 and suspected a pump flip based on x-ray. It was noted a pocket revision was performed on (B)(6) 2014 and when the pump pocket was opened, the pump was found to be not flipped. It was also reported the dacron pouch had completely slid off the pump and was not adhered to the pocket and it was unclear whether the pump had ever flipped, but it was mobile in the pocket. The surgeon removed the pouch and sutured down all four suture loops to establish pump pocket wall. The patient¿s status at the time of this report was ¿alive-no injury.¿ it was reported there were no patient symptoms or complications associated with this event. The pump was being used to deliver morphine. It was further reported the pouch was discarded after the procedure and the lot number was unknown. Additional information has been requested; a follow-up report will be sent when it becomes available.

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. Product ID: 8590-1, serial# unknown, explanted: (B)(6) 2014, product type: accessory. (B)(4).